Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the lcd touch screen was unresponsive. Upon replacing the single board computer, this issue was resolved. There was no pt involvement.